Event description:
The pt was implanted with an scs system including a neurostimulator receiver. It was reported on (B)(6) 2009 that the pt started experiencing intermittent stimulation followed by loss of stimulation. The rf transmitter was replaced; however, this did not resolve the reported problem. The physician explanted and replaced the receiver on (B)(6) 2009. The receiver was not returned to ans for eval. No further info is available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.